Event description:
In 2002 the patient had a bx velocity implanted. Five years later in 2007, the patient returned to the hospital to obtain a cypher stent because the stent was 95% blocked. Additional information provided by the patient indicated that in 2002, patient complained of angina, consequently, the patient had a stress test done and failed. A 3.0x13 mm stent was implanted in his left anterior descending artery. In 2004, the patient had shortness of breath and fatigue while exercising; analysis revealed a 20% blockage of the lesion. However, there was no action taken. In 2007, the patient tripped and fell while exercising, from this point on the patient did not feel at his best. Later during the year, the patient developed angina while exercising; patient had a stress test but there were no significant findings. Consequently, a catherization was performed and revealed 95% blockage of the previously stented lesion. The lesion was ballooned and a 3.5x8mm cypher stent was implanted.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information will be submitted within 30 days upon receipt.